Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily routine check, the laptop attached to the cardiosave intra-aortic balloon pump (iabp)/iabp fails to boot. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) inspected the iabp and could not duplicate that the iabp would not boot up. Booted the iabp multiple times, and the iabp boots up as intended. However, fse found fault log #7 in the fault logs. Replaced front end board (d670-00-1164), as manual suggested. Performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. Patient not involved, there were no adverse consequences to the patient noted.